Event description:
Customer reported via phone, the insulin pump had alarmed motor error while she was asleep. Customer's blood glucose was 490 mg/dl. The device alarmed during basal delivery. Troubleshooting was performed and customer didn't recall any significant events which may have caused the device to alarm. The device was not exposed to an MRI. Customer doesn't use a the sensor feature and unable to complete the rewind sequence.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked display window and a missing end cap sticker.